Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failure(variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had hardware low level failures. Customer blood glucose level was 12.8 mmol/l. Customer also stated that the they were successfully clear the alarm and able to rewind the insulin pump. Pump error occurred during self-test. The device will be returned for analysis.